Event description:
On (B)(6) 2010 dr. (B)(6) placed a depuy sigma p.f.c. High flex knee in my body. I had problems with the implant from the 3rd month. Dr. (B)(6) didn't think it was loosening. Continuing to see (B)(6), the leg continued to get better because the joint was replaced but very swollen. At one year there was still lucency at the joint. (B)(6) still insisting it wasn¿t the knee so I moved on with my life. Lost job, lost house, permanently disabled from faulty knee replacement not back issue. Fast forward to 2018 still having right leg pain, swelling and disability; my doctor suggested a revision of my knee. Point of discovery (B)(6) 2018. Dr. (B)(6) replaced my failed knee, he states to my wife ¿he just lifted the implant out¿. Not thinking anything of it I went on with my life. On (B)(6) I saw a commercial for cement failure lawsuit and at that point all lights turned on and I realized I was hurt by the first knee replacement and it was depuy who is at fault. Sticker sheet reads as follows: cmw3 bone cement. Qty 3 lot 2922894, cmw3 bone cement. Qty 1; lot 2946642, ref 96-0113. End my claim depuy 3 bone cement is harmful to consumers. Potentially deadly! This surgery was the point of discovery. FDA safety report ID # (B)(4).